Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the 5th biopsy sample, the jaw of the device broke (but did not detach)upon activation of the device handle. The scope was removed together with the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the 5th biopsy sample, the jaw of the device broke (but did not detach)upon activation of the device handle. The scope was removed together with the device. The procedure was completed with this device. An error was identified in the initial report. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found that the clevis arms were bent. Additionally, the device distal end returned cut which precluded the possibility of performing a functional evaluation. The condition of the returned incident device was consistent with the complaint that the device broke and became stuck in the scope. During the evaluation, the clevis arms were found to be bent. However, the account indicated that multiple biopsies were retrieved prior to this event. Therefore, the most probable root cause is operational context. The directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the 5th biopsy sample, the jaw of the device broke (but did not detach) upon activation of the device handle. The scope was removed together with the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4)